Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed on multiple attempts. The grip tips did not exhibit any damage. Failure analysis found the secondary failure of loose grip cable to be related to the customer reported complaint. The instrument was found to have a loose grip cable at the distal idler pulley, likely causing the clip test failures. The housing was removed for inspection and found no damage. Root cause of the reported failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Additionally, a review of the instrument log for the large hem-o-lok clip applier (part # 470230-12 / lot # n11210518 - 0055) associated with this event has been performed. Per logs, the large hem-o-lok clip applier was last used on (B)(6) 2021 on system (B)(4). The instrument has a max of 80 remaining uses. No image or procedure video was provided for review. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. This complaint remains a reportable event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable with no evidence of user mishandling or misuse. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information related to this complaint is obtained, the record will be reopened for further evaluation. Follow-up was attempted, but the patient information either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported during a da vinci-assisted surgical procedure, the instrument did not engage the clip. The site replaced the instrument to resolve the issue and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.